Manufacturer narrative:
The incident description field and brand name field incorrectly listed this complaint as a onetouch ultra 2 meter when it should have stated onetouch ultra easy.

Manufacturer narrative:
Follow-up # 2 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that their one touch ultra 2 meter was reading inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue occurred, ¿a couple of weeks¿ prior to contacting lfs. The patient reported she obtained a blood glucose result of ¿293 mg/dl¿ on the subject meter, which she compared to a result of 114mg/dl from testing with her control solution. Based on lifescan¿s criteria for accuracy this is an invalid comparison. The patient manages her diabetes with a combination of medications (lantus pm, humalog am) and denied taking any action to her usual diabetes management routine as a result of the alleged product issue. The patient reported that ¿1week¿ later she developed the symptoms of ¿shaky¿. The patient denied receiving any treatment. At the time of troubleshooting, the cca noted that the correct unit of measure was used at the time of testing. The test strips were stored correctly and within their expiry date. Cca also noted that the patient carried out a control solution test and the result fell within range. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
(B)(4). Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. In addition, performance testing with blood was performed on the retain test strips. The retain test strips passed all testing. A DHR (device history record) was also completed for the associated meter lot and no deviations, non-conformances or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.